Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The causes of death were reported as visceral and vascular lacerations and fractures due to blunt force injuries of torso. Related to manufacturer report #: 3011770902-2016-00310.